Event description:
During the procedure, the endo clip "fired" and closed appropriately on gallbladder case. However, when "fired", a second open clip came out also. The case continued and was completed without complications. There was no harm to the patient.